Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s battery could not be adequately charged, with the charger providing only about 10% charge after several hours, consistent with a charging problem involving the battery charger, and a replacement charger and case were shipped. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.